Manufacturer narrative:
A ge service representative performed an on site investigation. The isolation transformer needs replacement. Another service representative will replace the transformer. No conclusion can be drawn as additional repair information is available.

Event description:
The customer reported loosing the image on the left monitor during fluoro. No patient injury was reported.